Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device system was seen by their electrophysiologist who identified pacemaker pocket fluid with evidence of infection. The pocket is drained and the system explanted. To date, no replacement system has been indicated and no return of product is expected. No other resulting adverse effects have been reported.